Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) identified an issue with the cell rinse station; there were traces of detergent on the rinse station. The fse cleaned the probe and the tubing. The service actions resolved the issue.

Event description:
The initial reporter complained of questionable results for an unspecified number of patient samples tested for glucose, calcium, and creatinine on a cobas 8000 c 701 module. Discrepant results were provided for 2 patient samples tested for glucose. Patient a initial result was 0.26 g/l. The repeat result was 0.93 g/l. Patient b initial result was 0.17 g/l. The repeat result was 0.88 g/l. No questionable results were reported outside of the laboratory.